Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube sustained damage at the cuff. Replacement was required due to leaking after 2 hours in situ. No incident related medical sequela was reported.